Event description:
It was reported that during an unk procedure, after the surgeon fired two clips successfully, the third clip was jammed. Another device was used to complete the case. No pt consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was returned with the jaws over twisted. The instrument was cycled and ejected, the remaining clips due to the condition of the jaws. The instrument locked out as intended. The mfg records were reviewed and no anomalies were found during the mfg process.